Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artey was attempted using a starclose se device via a 6f sheath after a interventional neurology procedure. Reportedly, sheath splitting was performed; however, the clip could not be deployed. There was no resistance reported with the thumb advancer; however, the last stroke did not feel normal. The safety release mechanism was used and the starclose se device was removed from the patient anatomy without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician and the technician are trained in the use of the starclose se device. No additional information was provided.